Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report #1058196-2010-00360 and #1058196-2010-00361.

Manufacturer narrative:
During an interventional procedure an 8x24 complex fill rdfl orbit coil ((B)(4)) and 6x15 complex fill rdfl orbit coil ((B)(4)) stretched before being deployed in the aneurysm. It was reported that the incidents are each considered to be non consequential by the account as there was no harm to the patient, with no further information obtained. The devices were not returned for analysis. (B)(4): a review of the manufacturing documentation associated with this final assembly lot and the corresponding coil assay lots presented no issues during the manufacturing process that can be related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection test results. Without the return of the device and due to the lack of information pertaining to the reported stretched orbit coils, no conclusion can be made regarding possible root cause. With review of the device history records, there is no indication of any manufacturing related issues. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2010-00360 and #1058196-2010-00361.

Event description:
The report received from the field indicated that during a coil embolization of an aneurysm, the physician experienced stretching of two (2) each dcs trufill orbit rdfl complex fill coils prior to being deployed in the aneurysm. There was no reported patient injury. Additional information has been requested but is not available at this time.